Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level was 232mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector was not plugged in properly, however reconnecting the battery tube connector the pump passed a21 test and all the operating currents were normal. Unable to perform basic occlusion, occlusion, prime and excessive no delivery and displacement test due to blank display. The insulin pump had cracked case at the display window corners and cracked reservoir tube lip.